Event description:
It was reported that the charger would not charge the ilet, as indicated by the device light not turning green despite attempts with multiple outlets, consistent with a charging problem involving the battery charger. Customer care provided support that included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem identified with the battery charger, aligning with a charging problem associated with the charger component. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.